Manufacturer narrative:
H6: the customer later advised ventec that the reported issue of the device continuously rebooting by itself had actually occurred during patient use. The distributor did not disclose this information to ventec when they requested a return authorization for preventative maintenance. Sections a1, a2, a3 and a7 have been updated, accordingly. In addition, section h6 health effect impact code has been updated to 2199 (no health consequences or impact). The distributor advised that there was no patient harm as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it continuously rebooting was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Event description:
It was reported to ventec that the device needed preventative maintenance. Upon evaluation of the device, ventec observed that it was continuously rebooting by itself. In this condition the device would be inoperable. There were no reports of patient involvement associated with the reported event.